Event description:
Information received does not address the patient's clinical status but notes that during a follow-up visit, the device was temporarily programmed to 30 ppm. It was reported that reprogramming back to 60 ppm was initially unsuccessful, but the device finally accepted the programming. The patient later presented to the emergency room where the device was found to be programmed to 30 ppm. The device was success- fully reprogrammed to 60 ppm, but eventually replaced.